Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing showed 5 channels with high impedance and 2 channels involved in a short circuit. Patient's access to sound with the device was initially not affected. Re-implantation surgery will be conducted, but no date has been scheduled yet.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. As per telemetry measurement, it is assumed that the electrode contacts ch 12 and 11 have been migrated out of cochlea. A full insertion was achieved an initial implantation. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Recipient_s access to sound with the device was initially not affected. Frequent controls were recommended. No report of an accident or trauma has been received. The recipient has been re-implanted.